Manufacturer narrative:
Other relevant device(s) are: led bracket 9731460 zeiss pentero. A medtronic representative went to the site to test and service the equipment. The microscope tracker was replaced as it was indicated that hardware parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the microscope tracker was not visible for the navigation system. The microscope tracker leds were not working properly. To troubleshoot every led was checked. Only one was active. There was no patient involved.